Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 44-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia and dysuria. Concomitant products included atorvastatin since 2016, lisinopril since 2016 and meloxicam since 2016. On (B)(6)2009, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), abdominal distension ("gastrointestinal or digestive system condition type: bloating,"), the first episode of weight increased ("weight gain") and constipation ("gastrointestinal or digestive system condition type: constipation"). In 2014, the patient experienced depression ("depression/depressed mood"), night sweats ("night sweats"), libido decreased ("decreased libido"), hot flush ("hot flashes"), fatigue ("fatigue,") and insomnia ("insomnia/sleep difficulties"). In 2015, the patient experienced menorrhagia ("abnormal bleeding, (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), inflammation ("inflammation nos"), headache ("headaches"), the second episode of weight increased ("weight gain"), anxiety ("anxiety"), menstruation irregular ("hormonal changes describe: irregular periods") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, autoimmune disorder, inflammation, headache, the last episode of weight increased, depression, anxiety, alopecia, night sweats, menstruation irregular, libido decreased, hot flush, abdominal distension, fatigue, constipation and insomnia outcome was unknown and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, alopecia, anxiety, autoimmune disorder, constipation, depression, dysmenorrhoea, fatigue, headache, hot flush, inflammation, insomnia, libido decreased, menorrhagia, menstruation irregular, night sweats, pelvic pain, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2010: total bilateral occlusion usg, showed enlarged uterus with a thickened lining measuring 21mm. Also, inside the uterus appears to have a fluid filled area measuring 13mm. Ovaries appear normal. Essure cells were not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 44-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia and dysuria. Concomitant products included atorvastatin since 2016, lisinopril since 2016 and meloxicam since 2016. On (B)(6) 2009, the patient had essure inserted. In 2013, the patient experienced alopecia ("hair loss"), abdominal distension ("gastrointestinal or digestive system condition type: bloating,"), the first episode of weight increased ("weight gain") and constipation ("gastrointestinal or digestive system condition type: constipation"). In 2014, the patient experienced depression ("depression/depressed mood"), night sweats ("night sweats"), libido decreased ("decreased libido"), hot flush ("hot flashes"), fatigue ("fatigue,") and insomnia ("insomnia/sleep difficulties"). In 2015, the patient experienced menorrhagia ("abnormal bleeding, (vaginal, menorrhagia),") and vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), inflammation ("inflammation nos"), headache ("headaches"), the second episode of weight increased ("weight gain"), anxiety ("anxiety"), menstruation irregular ("hormonal changes describe: irregular periods") and dysmenorrhoea ("dysmenorrhea (cramping),"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, inflammation, headache, the last episode of weight increased, depression, anxiety, alopecia, night sweats, menstruation irregular, libido decreased, hot flush, abdominal distension, fatigue, constipation and insomnia outcome was unknown and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, alopecia, anxiety, autoimmune disorder, constipation, depression, dysmenorrhoea, fatigue, headache, hot flush, inflammation, insomnia, libido decreased, menorrhagia, menstruation irregular, night sweats, pelvic pain, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion usg, showed enlarged uterus with a thickened lining measuring 21mm. Also, inside the uterus appears to have a fluid filled area measuring 13mm. Ovaries appear normal. Essure cells were not visualized. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical records received: reporters details added. Event added as hormonal changes describe: irregular periods, decreased libido, hot flashes, night sweats,abnormal bleeding, (vaginal, menorrhagia), psychological or psychiatric problems condition: depressed mood, dysmenorrhea (cramping), pain, fatigue, weight gain, gastrointestinal or digestive system condition type: constipation, bloating, other injury(ies) or complication (s) please describe: sleep difficulties, insomnia. Lot number added. Case medically confirmed. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a 44-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included menometrorrhagia, dysuria and endometriosis since (B)(6)2016. Concomitant products included atorvastatin since 2016, lisinopril since 2016 and meloxicam since 2016. On (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced menorrhagia ("abnormal bleeding, (vaginal, menorrhagia),"), vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition type: bloating,"), fatigue ("fatigue,"), nocturia ("bladder or urinary problems or changes nocturia urinary frequency"), abdominal pain ("abdominal pain"), muscular weakness ("muscle weakness") and asthenia ("weakness"). In (B)(6)2010, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6)2012, the patient experienced alopecia ("hair loss"). In (B)(6)2013, the patient experienced depression ("depression"), night sweats ("night sweats"), menstruation irregular ("hormonal changes describe: irregular periods"), libido decreased ("decreased libido"), hot flush ("hot flashes") and memory impairment ("neurological conditions or problems type: impaired memory and concentration,"). In 2013, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). In 2014, the patient experienced insomnia ("insomnia/sleep difficulties"). On (B)(6)2016, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), inflammation ("inflammation nos"), headache ("headaches"), anxiety ("anxiety"), irritability ("irritability"), pollakiuria ("bladder or urinary problems or changes: urinary frequency"), disturbance in attention ("neurological conditions or problems type: impaired memory and concentration"), myalgia ("muscle ache") and depressed mood ("mood depressed") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy 25/05/16). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, autoimmune disorder, inflammation, headache, the last episode of weight increased, depression, anxiety, alopecia, night sweats, menstruation irregular, libido decreased, hot flush, abdominal distension, fatigue, constipation, insomnia, irritability, nocturia, endometriosis, memory impairment, abdominal pain, muscular weakness, asthenia, pollakiuria, disturbance in attention, myalgia and depressed mood outcome was unknown and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, asthenia, autoimmune disorder, constipation, depressed mood, depression, disturbance in attention, dysmenorrhoea, endometriosis, fatigue, headache, hot flush, inflammation, insomnia, irritability, libido decreased, memory impairment, menorrhagia, menstruation irregular, muscular weakness, myalgia, night sweats, nocturia, pelvic pain, pollakiuria, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6)2010: results: total bilateral occlusion. Diagnostic results: usg, showed enlarged uterus with a thickened lining measuring 21mm. Also, inside the uterus appears to have a fluid filled area measuring 13mm. Ovaries appear normal. Essure cells were not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jan-2019: pfs received . New events irritability, nocturia urinary frequency, endometriosis, impaired memory and concentration, abdominal pain, muscle aches, weakness & depressed mood were added. Onset date , medical history was added. Product, patient & reporter information updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), uterine inflammation ('uterus is inflamed(pid)'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('extreme bleeding') in a 44-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth ((B)(6) 1984). Usg, showed enlarged uterus with a thickened lining measuring 21mm. Also, inside the uterus appears to have a fluid filled area measuring 13mm. Ovaries appear normal. Essure cells were not visualized. Concurrent conditions included endometriosis since (B)(6) 2016, menometrorrhagia and dysuria. Concomitant products included atorvastatin since 2016, lisinopril since 2016 and meloxicam since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)/ spotting"), vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition type: bloating,"), fatigue ("fatigue/ tired"), nocturia ("bladder or urinary problems or changes nocturia urinary frequency"), abdominal pain ("abdominal pain"), muscular weakness ("muscle weakness") and asthenia ("weakness"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("depression"), night sweats ("night sweats"), menstruation irregular ("hormonal changes describe: irregular periods"), libido decreased ("decreased libido"), hot flush ("hot flashes") and memory impairment ("neurological conditions or problems type: impaired memory and concentration,"). In 2013, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). In 2014, the patient experienced insomnia ("insomnia/sleep difficulties"). On (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced uterine inflammation (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation nos"), headache ("headaches"), anxiety ("anxiety"), irritability ("irritability"), pollakiuria ("bladder or urinary problems or changes: urinary frequency"), disturbance in attention ("neurological conditions or problems type: impaired memory and concentration"), myalgia ("muscle ache"), depressed mood ("mood depressed"), arthralgia ("knee pain"), pain in extremity ("leg pain"), back pain ("back pain/ lower back pain"), feeling abnormal ("brain fog"), hypersomnia ("sleep too much"), hydrometra ("pocket of fluid in my uterus"), onycholysis ("lost toenails"), dislocation of vertebra ("back dislocation"), osteoarthritis ("ostearthritis in both knees/ joint deuteriation"), motion sickness ("motion sickness"), migraine ("migraine") and polyp ("polyps nos") and was found to have weight increased ("weight gain") and uterine leiomyoma ("huge cyst full of fibroid tumors"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy 25/05/16). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, uterine inflammation, autoimmune disorder, genital haemorrhage, inflammation, headache, depression, anxiety, alopecia, night sweats, menstruation irregular, libido decreased, hot flush, abdominal distension, fatigue, constipation, insomnia, irritability, nocturia, endometriosis, memory impairment, abdominal pain, muscular weakness, asthenia, pollakiuria, disturbance in attention, myalgia, depressed mood, arthralgia, pain in extremity, back pain, feeling abnormal, hypersomnia, hydrometra, onycholysis, dislocation of vertebra, osteoarthritis, uterine leiomyoma, motion sickness, migraine and polyp outcome was unknown, the weight increased was resolving and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, constipation, depressed mood, depression, dislocation of vertebra, disturbance in attention, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hydrometra, hypersomnia, inflammation, insomnia, irritability, libido decreased, memory impairment, menorrhagia, menstruation irregular, migraine, motion sickness, muscular weakness, myalgia, night sweats, nocturia, onycholysis, osteoarthritis, pain in extremity, pelvic pain, pollakiuria, polyp, uterine inflammation, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: she had need for additional surgery diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media- arthralgia, pain in extremity, genital hemorrhage, feeling abnormal, hypersomnia, hydrometra, onycholysis, back pain, dislocation of vertebra, osteoarthritis, uterine cyst, motion sickness, migraine , uterine inflammation and polyp added. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received- new events motion sickness, migraine were added. Incident: we received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), autoimmune disorder ('autoimmune disorder') and genital haemorrhage ('extreme bleeding') in a 44-year-old female patient who had essure (batch no. 628432) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included live birth ((B)(6) 1984). Usg, showed enlarged uterus with a thickened lining measuring 21mm. Also, inside the uterus appears to have a fluid filled area measuring 13mm. Ovaries appear normal. Essure cells were not visualized. Concurrent conditions included endometriosis since (B)(6) 2016, menometrorrhagia and dysuria. Concomitant products included atorvastatin since 2016, lisinopril since 2016 and meloxicam since 2016. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced menorrhagia ("abnormal bleeding, (vaginal, menorrhagia)/ spotting"), vaginal haemorrhage ("abnormal bleeding, (vaginal, menorrhagia),") and dysmenorrhoea ("dysmenorrhea (cramping),"). In (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal distension ("gastrointestinal or digestive system condition type: bloating,"), fatigue ("fatigue/ tired"), nocturia ("bladder or urinary problems or changes nocturia urinary frequency"), abdominal pain ("abdominal pain"), muscular weakness ("muscle weakness") and asthenia ("weekness"). In (B)(6) 2010, the patient was found to have the first episode of weight increased ("weight gain"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced depression ("depression"), night sweats ("night sweats"), menstruation irregular ("hormonal changes describe: irregular periods"), libido decreased ("decreased libido"), hot flush ("hot flashes") and memory impairment ("neurological conditions or problems type: impaired memory and concentration,"). In 2013, the patient experienced constipation ("gastrointestinal or digestive system condition type: constipation"). In 2014, the patient experienced insomnia ("insomnia/sleep difficulties"). On (B)(6) 2016, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), 6 years 5 months after insertion of essure. On an unknown date, the patient experienced autoimmune disorder (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), inflammation ("inflammation nos"), headache ("headaches"), anxiety ("anxiety"), irritability ("irritability"), pollakiuria ("bladder or urinary problems or changes: urinary frequency"), disturbance in attention ("neurological conditions or problems type: impaired memory and concentration"), myalgia ("muscle ache"), depressed mood ("mood depressed"), arthralgia ("knee pain"), pain in extremity ("leg pain"), back pain ("back pain/ lower back pain"), feeling abnormal ("brain fog"), hypersomnia ("sleep too much"), hydrometra ("pocket of fluid in my uterus"), onycholysis ("lost toenails"), dislocation of vertebra ("back dislocation"), osteoarthritis ("osteoarthritis in both knees/ joint deterioration") and uterine cyst ("huge cyst full of fibroid tumors") and was found to have the second episode of weight increased ("weight gain"). The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingo-oophorectomy 25/05/16). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, genital haemorrhage, inflammation, headache, the last episode of weight increased, depression, anxiety, alopecia, night sweats, menstruation irregular, libido decreased, hot flush, abdominal distension, fatigue, constipation, insomnia, irritability, nocturia, endometriosis, memory impairment, abdominal pain, muscular weakness, asthenia, pollakiuria, disturbance in attention, myalgia, depressed mood, arthralgia, pain in extremity, back pain, feeling abnormal, hypersomnia, hydrometra, onycholysis, dislocation of vertebra, osteoarthritis and uterine cyst outcome was unknown and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, asthenia, autoimmune disorder, back pain, constipation, depressed mood, depression, dislocation of vertebra, disturbance in attention, dysmenorrhoea, endometriosis, fatigue, feeling abnormal, genital haemorrhage, headache, hot flush, hydrometra, hypersomnia, inflammation, insomnia, irritability, libido decreased, memory impairment, menorrhagia, menstruation irregular, muscular weakness, myalgia, night sweats, nocturia, onycholysis, osteoarthritis, pain in extremity, pelvic pain, pollakiuria, uterine cyst, vaginal haemorrhage, the first episode of weight increased and the second episode of weight increased to be related to essure. The reporter commented: she had need for additional surgery. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: results: total bilateral occlusion. Concerning the injuries reported in this case, the following one was described in patient¿s social media- arthralgia, pain in extremity, genital hemorrhage, feeling abnormal, hypersomnia, hydrometra, onycholysis, back pain, dislocation of vertebra, osteoarthritis, uterine cyst quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 16-oct-2019: social media received. New events: knee pain, leg pain, back pain, extreme bleeding, brain fog, sleep too much, pain in extremity, pocket of fluid in my uterus, lost toenails, back dislocation, osteoarthritis in both knees/ joint deterioration, huge cyst full of fibroid tumors, incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and autoimmune disorder ("autoimmune disorder") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), autoimmune disorder (seriousness criterion medically significant), inflammation ("inflammation nos"), headache ("headaches"), weight increased ("weight gain"), depression ("depression"), anxiety ("anxiety") and alopecia ("hair loss"). The patient was treated with surgery (to remove the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, autoimmune disorder, inflammation, headache, weight increased, depression, anxiety and alopecia outcome was unknown. The reporter considered alopecia, anxiety, autoimmune disorder, depression, headache, inflammation, pelvic pain and weight increased to be related to essure. The reporter commented: she had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.